Manufacturer narrative:
Correction h6: medical device problem code - insufficient information. Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned controller contained approximately 8 hours of data combined (5:15:24 ¿ 12:54:45 on 26oct2022 per the timestamp). A controller internal fault alarm activated on 26oct2022 at 8:40:45 due to a backup battery test circuit fault. The alarm resolved at 10:52:30 when a successful backup battery load test was completed. The alarm was not active again in the log files. The driveline was disconnected at 12:53:57 on 26oct2022, both power cables were disconnected from external power at 12:54:32, and the controller was put into sleep mode at 12:54:45; these events are consistent with the controller being exchanged. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 16jan2018. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a controller internal fault advisory alarm; the cause could not be determined by the site. The patient was stable at the time of the event. The controller was exchanged which resolved the issue.